Event description:
The customer stated that she performed a blood glucose test and received a reading of "hi". While troubleshooting, she performed control tests and received a result of "hi". The normal control range was 71-102 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for eval. A new contour meter kit was sent to the customer.